Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced insulin flow block alarm, which led to high blood glucose level (300 mg/dl) and was treated with manual injection event on (B)(6) 2026.